Event description:
It was reported that "through the filing of a lawsuit that allegedly on (B)(6) 2009 the patient underwent surgery for repair of herniated disc, including segmental internal fixation, during which a stryker xia polyaxial pedicle screw as placed at the s1 level. It is further alleged that following surgery, the pedicle screw became dislodged, necessitating a second surgery on (B)(6) 2009 to replace the pedicle screw."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.